Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2016, product ID: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was being removed due to sepsis with vegetation on the leads. During the right ventricular (rv) lead extraction, the patient experienced perforation, pericardial effusion and tamponade. The patient required an emergency sternotomy. The patient subsequently died from complications of the rv lead extraction.